Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. There is no indication the troponin I (accutni+3) reagent was returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess the instruments performance. The fse performed unrelated service. System performance was verified with high sensitivity (hs) system check and a precision run. System alignments and settings were verified. All verification testing passed within published performance specifications. The fse did not find any issues with system hardware which would have contributed to the event. In conclusion, the cause of the troponin I (access accutni+3) results cannot be determined with the supplied information. (B)(4).

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result on their access 2 immunoassay system serial number (B)(4) for one (1) patient sample. The patient sample was initially run on the customer's alternate access 2 immunoassay system (serial number (B)(4)) and the result was within the normal reference range of the assay. The patient sample was then reanalysed three (3) times on access 2 immunoassay system (serial number (B)(4)) and erratic results were obtained. The customer stated that they were uncertain if the non-reproducible patient troponin results were reported from the laboratory. There has been no report of any adverse event associated with this issue. Samples were collected in gold top serum separator tubes (sst) and centrifuged at 6,000 revolutions per minute (rpm) for four (4) minutes at room temperature. There were no sample integrity issues noted as confirmed by the customer. Quality control (qc) was within the customer's established ranges prior to and after the reported event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.